Manufacturer narrative:
Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration. The explanted device has not yet been received by edwards for evaluation; therefore, the reported leaflet calcification and host tissue growth cannot be confirmed or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency related to this event. It is likely that the patient's age, disease stage, and medical history may have contributed to this event.

Event description:
It was reported to sales that an edwards mitral bioprosthetic valve was explanted due to mitral stenosis after an implant duration of 32 months. Initial report indicates calcified and poorly mobile leaflets, prosthetic ms/mr, severe in (B)(6). The mitral device was replaced with a mechanical valve. The operative report details indicate: " the mitral valve bioprosthesis was we ll seated. There was some pannus but not a lot. There was calcification of 1 of the leaflets and the other 2 leaflets were stiff and non compliant. There were no obvious vegetations or perforations. However, the valve stitches tilemselves were fairly loose. The valve itself was well seated .with pannus ingrowth. At the end of the operation, the transesophageal echo showed the mechanical mitral valve was well seated with good movement of both leaflets of the mechanical valve and no paravalvular leak."